Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed that the side rail was damaged in transport. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.